Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, contacted animas and left a message alleging that her child is in the hospital, and that the health care provider is stating that the pump delivers the basal insulin, but then freezes. Animas has made numerous attempts to gather more information. This complaint is being reported because of the allegation that .the pump is not delivering insulin properly.